Manufacturer narrative:
Product event summary # product ID# d354drg the device was returned and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
It was reported the patient is deceased. Post mortem device interrogation indicated high impedance and a possible fracture. The cause of death is unknown. Technical review of device information indicated that a lead integrity alert (lia) was triggered as a result of high rate episodes and short interval counts (sic). The sic is noted to have occurred after the spontaneous arrhythmias had initiated and that pace/sense impedance were stable. However, right ventricular (rv) lead defib and superior vena cava (svc) defib impedances had been out of range since implantable cardioverter defibrillator (ICD) changeout. Additional information reported that approximately one month prior to the patient¿s death a patient alert occurred due to high voltage lead impedance and there was possible connection issue or lead fracture.